Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while programming her new insulin pump, her blood glucose level was not transferring to the insulin pump. The customer's blood glucose level was 47 mg/dl. She had juice to treat her blood glucose level. The device was not returned.